Manufacturer narrative:
The sales representative confirmed that the hospital was unwilling to provide any additional information. Therefore, the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Device discarded.

Event description:
The theatre lead reported that when the surgeon, was implanting an exeter rimfit cup, the holder wouldn't hold the implant correctly. The case was completed by implanting a trident hemispherical acetabular instead. During a follow up visit on (B)(6) 2016, the sales representative checked the instruments with a sample (based on the customer initially reporting this event as an instrument problem) and the sales rep reported that the instruments were all ok. They customer is now saying that maybe something was wrong with the cup, which was discarded during the case.